Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged, sabre, sj, 3.0 mm x 7 cm, ar-7300sr, was received for investigation. Visual evaluation, under a magnifier, noted damage on the edges of the outer tip. Abrasion marks were also evident on the inner tube. Functional testing was not performed due to the damage to the device. The most likely cause for the observed condition is the application of excessive forces/side-loading on the device during use. Dfu-0215-eo; f-7, indicates that "excessive side-loading" can thus cause irreversible damage to the device.

Event description:
It was reported that during an arthroscopic surgery the joint was filled with debris. The debris was then removed with a new device with the same part number. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.